Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain. Undersensing was noted during episodes on the right ventricular (rv) lead. The lead remains in use. No further patient complications have been reported as a result of this event.